Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The issue is still investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number # (B)(4).

Manufacturer narrative:
The issue is still being investigated by maufacturing site.

Event description:
Manufacturer reference number #188519.

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturers reference number 188519.

Manufacturer narrative:
Getinge became aware of an issue with a surgical light powerled device. As it was stated, there was a problem with the light head illumination and the ambient light kept falling from the light head. There was no injury reported however we decided to report the issue in abundance of caution as any part detachment may be a source of contamination. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to event. None of the provided information indicate that upon the event occurrence the device was being used for patient treatment. During the investigation it was found that in the past the reported scenario has never lead to serious injury or worse, to death. Based on the investigation performed we were able to establish that detachment of the part was most likely related with design/material issues: assembly difficulties at the manufacturing site leading to the fixing tabs to break or to be deteriorated, dimension problems in the purchased parts and pmma material not flexible enough to avoid breakage. To prevent any other similar incident we have addressed this issue with a field action msa/2014/002 (z-1730-2014) in us market. Getinge will continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number: 188519.

Manufacturer narrative:
The issue is still being investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074 .exemption # e2018005. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470.h. Contact person: (B)(6).

Event description:
Manufacturer reference number #(B)(4).

Event description:
Manufacturer reference number #(B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4). The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Manufacturer narrative:
The issue is being investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074 exemption # e2018005. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
On 27th february, 2018 maquet (B)(4) became aware of an incident with one of surgical lights- powerled. As it was stated by technician, the ambient light was hanging from the light head of the device. There was no patient involvement however we are reporting the issue in abundance of caution as any part falling into sterile field or during surgery might cause a contamination. Manufacturer reference number #(B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.it appeared that the previous serial number of the device affected was incorrect. The correct one is (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number # (B)(4).